Event description:
Patient brought to or for exchange of left breast implant due to rupture of left breast silicone implant. Breast implant was replaced and patient went to rr in stable condition.

Event description:
Patient brought to or for exchange of left breast implant due to rupture of left breast silicone implant. Breast implant was replaced and patient went to rr in stable condition.